Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a multirate infusor ruptured. The device was filled with morphine and diluted with 0.9% sodium chloride (nacl). The event took place during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 22, 2019 to october 23, 2019. H10: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.